Manufacturer narrative:
Evaluation: the reported condition of occlusion alarm was confirmed and duplicated due to channel a pump head module proximal sensor and the channel c pump head module downstream occlusion sensor are both not within specifications. The device was returned unrepaired, due to estimate refusal by customer. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. (B)(4).

Event description:
The facility representatives reported to baxter largo technical services one colleague infusion pump that when infusing it gives an occlusion. The reported condition occurred during infusion. There is no patient involvement. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
Device is available for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4)